Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received. Device not returned.

Event description:
It was reported that the insulin gauge was intermittently inaccurate. There was no reported impact to the customer's blood glucose level. Reportedly, customer reverted to manual injections and declined further troubleshooting with tandem technical support, therefore no additional information could be obtained.